Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed unexpected restart error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer confirmed other insulin pump damage: the reservoir window was cracked, the battery loading slot was cracked, and the key sheet was damaged. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to cracked zebra connector on the lcd board. No damage noted on the keypad overlay. However, the insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and a21 tests. No unexpected a21 error alarm noted during our testing. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip. No crack lcd window or crack reservoir tube window noted.